Manufacturer narrative:
A company service representative examined the system and noted the cutter was out of specifications. The receiver mechanism, pressure/vacuum manifold, and the solenoids l7 and l8 were replaced. The system was then tested and met all product specifications. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "system will not prime" (failure to prime). A customer reported the system would not prime. Additional information was requested. Additional information was received: the customer reported this issue occurred before surgery began and before the patient was blocked. A total of 5 cases were canceled. There was no patient impact.